Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
A report of a patient that developed a corneal ulcer was received from a doctor. No further information regarding the event was provided. Additional information has been requested, however the reporter declined to provide further information regarding this event.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned for evaluation. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. (B)(4).